Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material reported clogging the forceps channel was appeared to be a surgical instrument but could not further be identified and the foreign material observed in the suction cylinder could not be identified. A definitive root cause of the issues could not be determined, as there was no device deformation that could result in the retention of foreign material and no additional event or device reprocessing information was reported or available, however, the issues were likely the result of user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The following non-reportable malfunctions were found during device evaluation: several scratches found throughout the device, air/water and scope cylinder have discoloration, due to damage on channel mount unit, channel cleaning brush cannot be inserted smoothly, electrical connector has corrosion due to water leakage, label on scope connector is damaged, due to wear of angle wire, bending angle in up direction does not meet specifications, image guide protector has a chip, adhesive on bending section and around objective lens has a crack, and universal cord has peeling. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported that the evis exera ii duodenovideoscope had foreign material stuck inside the channel that resembled a customer tool and could not be removed. This is a loaner device, and the issue was detected during estimation/inspection. There was no report of patient harm or user injury associated with this event.